Event description:
It was reported that during an unknown procedure, the trocar was inserted into abdomen. The camera scope was inserted into trocar. The doctor noticed leakage around seal. Pulled camera out and the seal and the casing of seal had popped out. The pt consequences. Case completed with new trocar. One device returning.